Event description:
Caller reported a malfunction on the pump, and it was noted that a notable event occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to call back if any malfunction code recurred, and they acknowledged and understood the instructions. Customer may continue to use the pump.